Event description:
It was reported that pt has hip pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 33809301; 28mm std lfit v40 head, cat# 6260-9-128, lot# 35367003; restoration adm x3 ins 28/48, cat# 1236-2-848, lot# 34374001; restoration (tm) adm. Cup w/ha, cat# 1235-2-482, lot# g2949823. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was not returned to the MFR due to hosp policy. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.